Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the operation channel stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the operation channel. In addition, we confirmed that the air tube clogged, the water tube clogged, the remote control buttons leak, the bending rubber cut, the body cover grip scratched, the air nozzle dirty, and the water nozzle dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.